Event description:
Report received from the USA stating the device was "noisier than normal and sounds like air is coming out of the hose/motor connection." The device was not being used during a procedure. No patient or user injuries were reported. There was no additional information provided.

Manufacturer narrative:
The device was received by anspach. If additional information is received, a supplemental report will be sent. Ref: (B)(4).